Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 10ml ls 21ga 1-1/2in tw tip was found bent before use. The following information was provided by the initial reporter: "the tip of syringe is bent."

Manufacturer narrative:
Investigation summary: photo evaluation: two photos were returned for investigation. From the photos, observed syringe tip bent. Sample evaluation: 1 actual sample in open package was returned for investigation. The sample was not decontaminated. From the returned sample, observed syringe tip bent our quality engineer inspected the returned unit and confirmed the reported observation of a bent syringe tip. The damage likely occurred during the assembly of the product. If the syringe were to get stuck in the gap in the conveyor, the tip of the product may become damaged. Production technicians were also made aware of this report. A temporary spacer has been added to the conveyor to close the gap. A permanent spacer to close the conveyor gap is in the process of being fabricated. Customer complaint trends will continue to be evaluated on a monthly basis.

Event description:
It was reported that the syringe 10ml ls 21ga 1-1/2in tw tip was found bent before use. The following information was provided by the initial reporter: "the tip of syringe is bent."